Manufacturer narrative:
Based on the available info, this event is deemed to be a reportable malfunction. Additional pt/event details have been requested. Should additional info become available a follow-up report will be submitted.

Manufacturer narrative:
Add'l info was received on (B)(6) 2015. No add'l pt/event details have been provided to date. Should add'l info become available a f/u report will be submitted. Reported to the FDA on (B)(6) 2015.

Event description:
The irrigation port was used to insert the medication. The syringe that comes with the device was used. The line was not clamped at any time prior to attempting to irrigate. The device was in the pt for 2 hrs. There was no harm to the pt. The fms was used on the end user on a rotoprone bed and loose stools. The medication that was being instilled via the irrigation port was kayexalate. The nurse was attempting to instill medication as well as irrigation. The end user was laying flat when the event occurred. The device was removed because of the event. The same type of device was inserted with the same manufacture.

Event description:
It was reported that medicine inserted into the tube did not go through and the tube inflated. It is unk at this time which port the medication was inserted through or if this is the enhanced signal.